Manufacturer narrative:
The reported incident that distal lateral femur plate axsos 3 ti for left femur 12 hole / l274mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a typically overload breakage as a revision surgery had to take place on a non union of distal femur fracture. The device inspection revealed the following: shows the front and the back view of the broken / cut out plate. The visual examination revealed that the characteristics of the breakage (see red arrows) clearly indicate a typically overload breakage. Which was caused due to non union. The broken surface is homogenous, which again indicate conformity to the given specification. As the plate broke after 2 years due to a non union. A close up, done by the microscope also clearly show the damages which were caused during plate removal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Revision surgery on a non union of distal femur fracture. Removed a broken axsos 3 distal femur plate 2 years out from original surgery. While screws were being removed one of the locking screws could not be removed. Needed the midas rex to cut through plate and screw to remove screw and plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision surgery on a non union of distal femur fracture. Removed a broken axsos 3 distal femur plate 2 years out from original surgery. While screws were being removed one of the locking screws could not be removed. Needed the midas rex to cut through plate and screw to remove screw and plate.